Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained on 01-dec-2025 that reported a retrospective cohort study from italy. The purpose of the study was to assess the long-term survival and clinical outcomes of wagner conical stems in patients with crowe non-IV ddh. The study reviewed 45 patients (57 hips) who underwent primary tha between january 2003 and december 2015 at asst sette laghi¿circolo hospital and macchi foundation, university hospital of varese, italy. All patients received a wagner cone prosthesis (zimmer biomet) via posterolateral approach. The study population had a mean age of 56.5 years at time of surgery (range, 33-76); (6 males / 39 females). Patients had a mean length of follow-up for 15 years (range, 8-20 years). It was reported that one patient was revised approximately 6 years post-implantation due to deep infection. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown head; item: unknown; lot: unknown. Unknown cup; item: unknown; lot: unknown. Unknown wagner stem; item: unknown; lot: unknown. G2: foreign - event occurred in italy. G2: literature - d'angelo, f., pautasso, a., antognazza, d., monestier, l., gervasini, m., filipponi, m., bernardi, c., & riva, g. (2025). Long-term survival outcomes of wagner¿ conical stems in crowe non-IV hip dysplasia: a retrospective analysis. Frontiers in surgery, 12, 1701518. Https://doi.org/10.3389/fsurg.2025.1701518. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.